Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6. H6: proposed component code: mechanical (g04) - head. The reported event was able to be confirmed based on evaluation of medical records. No product was returned, no pictures, or device identification. Medical records identified that the patient had severe right hip pain and was prescribed anti-inflammatory therapy. They were recommended urgent prosthetic revision surgery after clinical exam and x-ray images showed an "appearance feeling of instability and yielding to the right." X-ray showed the prosthetic head had risen. The revision was performed due to allegations of dislocation. Device history records could not be reviewed due to lack of item and lot identification. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Event description:
It was reported the patient underwent an initial bilateral hip arthroplasty. Subsequently, seven months post implantation, the patient had a right hip revision due to pain and dislocation. According to the legal complaint, the head and liner were exchanged.

Manufacturer narrative:
(B)(4). D10: unknown g7 cup unk. Unknown liner unk. Unk avenir stem. G2: foreign: italy. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01632. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.